Event description:
It was reported that following implant the pt was never able to get stimulation through the lead. A month after implant the lead was testing intraoperatively, suspected to be faulty, then removed and replaced. The pt recovered without sequela.

Manufacturer narrative:
.